Event description:
After delivery pt handed to rn due to meconium stained fluid. Cord clamp came loose. Pt with approximate loss of 10cc of blood. Initial hematocrit was 53. Central hematocrit about two hrs later was 46.